Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an exchange procedure on a pediatric patient the red saline roller clamp popped off the line and blood backed up into the saline bag. The ECMO team then told the apheresis operator it had popped off during connecting the line to the ECMO circuit. The ending fluid balance was reported as 100%. The customer reported a blood transfusion due to a drop in hematocrit. The patent was reported as having evans syndrome and unstable in the intensive care unit. Patient was connected to ECMO and crrt. The patient was given calcium gluconate 2,400 mg IV given throughout the procedure. The exchange set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during an exchange procedure on a pediatric patient the red saline roller clamp popped off the line and blood backed up into the saline bag. The ECMO team then told the apheresis operator it had popped off during connecting the line to the ECMO circuit. The ending fluid balance was reported as 100%. The customer reported a blood transfusion due to a drop in hematocrit. The patent was reported as having evans syndrome and unstable in the intensive care unit. Patient was connected to ECMO and crrt. The patient was given calcium gluconate 2,400 mg IV given throughout the procedure. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.